Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned after exhibiting loss of capture and decreasing impedance measurements. Pacing thresholds had also increased. Lead testing on the pacing systems analyzer resulted in the same observations. Additionally, noise was shown on the electrogram during lead manipulation. The associated pacemaker was also replaced during the procedure. No additional adverse patient effects were reported.